Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The dentist reported 2 years and 9 months after two dental implants were installed in intraoral region #12. It was verified its non osseointegration. Pt had low bone quality (bone type iii).